Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported that they felt a shock during the night that jarred them awake and occurred during an electrical storm. Further information was obtained from the nurse stating that there was previously noise noted on the right atrial (ra) lead. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.